Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer stated that after changing the set changed blood glucose skyrocketed to 500 mg/dl and changed one other time last night was going down woke up did not feel good blood glucose was 338 mg/dl changed again. The customer was changed the battery and an hour ago and blood glucose was 188 mg/dl. Customer stated that insulin pump always show that battery is full, usually waits to get when a few lines are down and replaces the batteries. The customer was not able to offer high blood glucose troubleshooting. The insulin pump will not be returned for analysis.